Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose level. Customer¿s blood glucose level was 50 mg/dl. Customer stated that there was loss of communication in between insulin pump and transmitter and received cannot find sensor signal alert. Customer assisted with troubleshooting and communication issue was resolved. Customer declined for troubleshooting of low blood glucose level. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime or seating test, basic occlusion test, force sensor test, sleep current measurement, active current measurement and self test. Device p-cap or test reservoir does not lock in place and unable to perform the displacement test due to the missing retainer and broken reservoir tube lip. Unable to determine harm reported due to physical damage. (B)(4).